Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation, the back decorative screw was missing. There was no patient involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was returned to the manufacturer for service. During the evaluation, the service technician observed that the back screw was missing. Based on the investigation details, the reported event can be confirmed. The screw may unthread due to the vibration of the handpiece during normal use. The screw can also loosen through standard cleaning and autoclaving cycles. When a handpiece is put into an autoclave, the metals within the handpiece expand and contract, thus potentially causing the back screw to loosen over time.